Event description:
This 48 year old female had a bilateral augmentation mammoplasty procedure in 1970 with implantation of silicone gel breast implants. The MFR is not known to this reporting facility. Recent mammograms revealed bilateral rupture of the implants. Gross exam: both breast implants exude stringy, sticky, viscous gelatinous material.